Event description:
It was reported that on/off switch of the ventilator did not work properly and the system shut down during treatment. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. The returned panel circuit board did not reveal any errors. The returned device logs did not contain anything in regards to reported system shutdown. The log did contain the alarm panel disconnected. This means that the panel subsystem lost contact with the monitoring subsystem. When this happens the panel turns black, and this can be perceived as a system shutdown by the operator. The ventilation does however continue unaffected during the event. The cause to this alarm is either a lose panel cable or a faulty panel cable. As the alarm ¿panel disconnected¿ is frequently present in the logs and the date of event was not originally provided. Our conclusion is that the cause to the described issue is related to the interrupted communication between the panel subsystem and the monitoring subsystem, caused by insufficient electrical signal connection. This resulting in the alarms confirmed by the logs ¿panel disconnected¿. This means that there was no interruption of ventilation at the time of event.

Event description:
(B)(4).